Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion with mild tortuosity, heavy calcification and 99% stenosis in the left anterior descending (lad) coronary artery. The 2.25x28mm xience xpedition was advanced with multiple guide wires with no guide support and did not cross the lesion and the shaft broke due to the patient anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to interactions with the patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.